Event description:
It was reported that post-operatively of laparoscopic gastric bypass procedures, the surgeon has reported that the patient required blood products to address possible intra-abdominal bleeding. The surgeon feels that the source of the bleeding is the staple line delivered by the device. No devices will be returned for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact.